Manufacturer narrative:
The complaint received states that this (B)(4) study patient suffered thrombosis and transient ischemic attack (tia) during the index procedure. This is a (B)(6) male with medical history including coronary artery disease and myocardial infarction. The patient was asymptomatic prior to the index procedure. As reported by the (B)(4) study, the patient experienced right sided hemiparesis and aphasia post precise pro rx stent deployment. The target lesion was located in the left proximal internal carotid artery. The lesion was described as 80% stenosed, 39mm in length, concentric, thrombosed, eccentric, concentric, with moderate calcification. The reference vessel was 6.5mm in diameter with moderate tortuousity. An 8mm angioguard rx stent was successfully deployed beyond the target lesion. The lesion was pre-dilated with an unknown balloon catheter and a 10x40mm precise pro rx stent was successfully implanted. The stent was not post-dilated. The angioguard rx stent was retrieved with debris noted in the basket. Post angioguard retrieval, the patient experienced aphasia and right-sided hemiparesis. There was no hemineglect, hemiataxia, or visual loss. It was noted that thrombosis was present within the stent. There was good wall apposition of the precise pro rx stent. There was no indication of vessel dissection. The precise pro stent was not post-dilated. There was no disease distal to the stent. The angioguard was not in the patient at the time of the events. The patient was diagnosed with a transient ischemic attack. No treatment was given for the event. The patient fully recovered with no neurological deficit. According to the investigator, the events were not related to cordis product or the index procedure. The stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15178904 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15178904. Thrombosis and tia are known potential adverse events associated with stent implantation procedures and are listed in the instructions for use (IFU) as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and re-establish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation inside of the stent around the damaged areas. Thrombus formation can cause decreased blood flow to the cerebral structures causing tia with associated symptoms. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that vessel, lesion, and procedural factors may have contributed to the reported events.

Manufacturer narrative:
The complaint conclusion has been updated to reflect adjudication determination that the previously reported transient ischemic attack (tia) has been adjudicated as a cerebrovascular accident (cva). The complaint received states that this (B)(4) study patient suffered thrombosis and tia during the index procedure. This is a (B)(6) male with medical history including coronary artery disease and myocardial infarction. The patient was asymptomatic prior to the index procedure. As reported by the (B)(4) study, the patient experienced right sided hemiparesis and aphasia post precise pro rx stent deployment. The target lesion was located in the left proximal internal carotid artery. The lesion was described as 80% stenosed, 39mm in length, concentric, thrombosed, eccentric, concentric, with moderate calcification. The reference vessel was 6.5mm in diameter with moderate tortuousity. An 8mm angioguard rx stent was successfully deployed beyond the target lesion. The lesion was pre-dilated with an unknown balloon catheter and a 10x40mm precise pro rx stent was successfully implanted. The stent was not post-dilated. The angioguard rx stent was retrieved with debris noted in the basket. Post angioguard retrieval, the patient experienced aphasia and right-sided hemiparesis. There was no hemineglect, hemiataxia, or visual loss. It was noted that thrombosis was present within the stent. There was good wall apposition of the precise pro rx stent. There was no indication of vessel dissection. The precise pro stent was not post-dilated. There was no disease distal to the stent. The angioguard was not in the patient at the time of the events. The patient was diagnosed with a transient ischemic attack. No treatment was given for the event. The patient fully recovered in > 24 hours with no neurological deficit. According to the investigator, the events were not related to cordis product or the index procedure. The stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15178904 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15178904. Thrombosis and stroke are known potential adverse events associated with stent implantation procedures and are listed in the instructions for use (IFU) as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. Thrombus formation can cause decreased blood flow to the cerebral structures causing stroke with associated symptoms. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that vessel, lesion and procedural factors may have contributed to the reported events. Stroke is a known potential risk associated with implanting a stent in a carotid artery and can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Event description:
As reported by the (B)(4) study, the patient experienced right sided hemiparesis and aphasia post precise pro rx stent deployment. Per the adjudication minutes, the event was adjudicated as an ipsilateral cerebrovascular accident (cva). Therefore, the event was changed from transient ischemic attack (tia) to cva. The target lesion is located in the left proximal internal carotid artery. The patient was asymptomatic prior to the index procedure. The lesion was described as 80% stenosed, 39mm in length, concentric, thrombosed, eccentric, concentric, with moderate calcification. The reference vessel was 6.5mm in diameter with moderate tortuousity. An 8mm angioguard rx stent was successfully deployed beyond the target lesion. The lesion was pre-dilated with an unknown balloon catheter and a 10x40mm precise pro rx stent was successfully implanted. The precise pro rx stent was not post-dilated. The angioguard rx stent was retrieved with debris noted in the basket. Post-stent deployment, the patient experienced aphasia and right-sided hemiparesis. There was no hemineglect, hemiataxia, or visual loss. The patient fully recovered with no neurological deficit. According to the investigator, the events were not related to cordis product or the index procedure. A thrombosis was present after the precise pro rx stent was implanted. The angioguard was not in the patient at the time of the events. The patient was diagnosed with a transient ischemic attack. No treatment was given for the event. There was good wall apposition of the precise pro rx stent. There was no indication of vessel dissection. There was no disease distal to the stent.

Event description:
As reported by the (B)(4) study, the patient experienced right sided hemiparesis and aphasia post precise pro rx stent deployment. The target lesion is located in the left proximal internal carotid artery. The patient was asymptomatic prior to the index procedure. The lesion was described as 80% stenosed, 39mm in length, concentric, thrombosed, eccentric, concentric, with moderate calcification. The reference vessel was 6.5mm in diameter with moderate tortuousity. An 8mm angioguard rx stent was successfully deployed beyond the target lesion. The lesion was pre-dilated with an unknown balloon catheter and a 10x40mm precise pro rx stent was successfully implanted. The precise pro rx stent was not post-dilated. The angioguard rx stent was retrieved with debris noted in the basket. Post-stent deployment, the patient experienced aphasia and right-sided hemiparesis. There was no hemineglect, hemiataxia, or visual loss. The patient fully recovered with no neurological deficit. According to the investigator, the events were not related to cordis product or the index procedure. A thrombosis was present after the precise pro rx stent was implanted. The angioguard was not in the patient at the time of the events. The patient was diagnosed with a transient ischemic attack. No treatment was given for the event. There was good wall apposition of the precise pro rx stent. There was no indication of vessel dissection. There was no disease distal to the stent.